Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. The customer declined assistance from tandem customer technical support (cts) as connection was regained prior to contacting cts. No additional patient or event information was available.